Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that the cause was equipment failure of the "paddle". The action taken to resolve was a new "paddle" was sent to the patient. The new "paddle" works well.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that they had been having a difficult time charging the implanted neurostimulator for the past week; caller reported software problem 1 intellis 2 3.6 3 1569 4 appmanager.c and an unknown battery needs replacement msg. Caller also stated that the controller would connect and then disconnect after about an hour and the charge level would not increase. Agent walked caller through removing the battery pack and plugging controller into the ac power supply cord; caller confirmed controller powered on. Caller re-inserted the battery pack and confirmed solid green light above the screen with controller 100% and ins 30%. Caller then connected recharger and agent reviewed best positioning for recharger; caller confirmed charging excellent. Caller confirmed no visible damage to the controller compartment pins, bp pins, nor recharger cord or plug. The troubleshooting steps that were taken on the call resolved the issue. Caller also mentioned that, since a couple of weeks ago, patient felt their ins had moved up higher from butt to waist. Patient denied any recent falls/traumas or significant weight gain/loss. Agent redirected caller to hcp to address this issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.